Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient was hospitalized for treatment of a heart attack on an unknown date. It was reported the patient¿s blood glucose was greater than 1000 mg/dl. No additional information was provided and troubleshooting was not performed. Several unsuccessful attempts to contact the patient were made. This complaint is being reported because a device issue or device use error could not be ruled-out as a contributing factor to the alleged health event.